Manufacturer narrative:
Product analysis results: visual and optical inspection confirmed the ibt was returned still stuck in the stylus/trocar. Optical inspection of the tip of the ibt did not reveal any damage that could contribute to the balloon rupture. The balloon may have come in contact with a bone splinter while in the vertebral body. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery due to vertebral compression fracture. Intra-op, the ibt ruptured. The balloon folded in on itself and became stuck on the trocar preventing removal. The entire trocar had to be removed and the deformed balloon needed to be sequentially pulled with a kelley clamp to remove it from the trocar tract out of the patient. The rupture initially occurred with minimal exposure to cement using the cement resistance technique. Contact time was less than 30 seconds. There were no patient symptoms or complications as a result of this event.